Event description:
It was further reported that the physician noted the low blood pressure of 60/42mm hg immediately after the index procedure.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR report #: 2134265-2010-05194. (B)(4). It was reported that following a carotid artery stenting treatment procedure the patient experienced hypotension. The index procedure treated the left common carotid / internal carotid artery with placement of a filterwire ez and a 8.0x21mm carotid wallstent. Following the procedure the patient experienced low blood pressure. The patient was treated with medication and the event was resolved.

Manufacturer narrative:
Device evaluated by MFR: a detailed technical analysis of the device could not be performed because the unit was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).